Event description:
It was reported that while troubleshooting for an unrelated alarm, the home patient (hp) attempted to re-prime the lines from the previous setup. The technical service representative (tsr) explained to the hp why the hp could not re-prime the already used supplies. The hp did not have manual supplies available to continue the therapy. The hp was advised to call the peritoneal dialysis registered nurse (pdrn). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a use error reuse of single-use product, where the home patient (hp) attempted to re-prime the lines from the same setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.